Event description:
It was reported that the patient underwent explant procedure for unknown reason. Additional information was received that the reason for the explant was that the patient was no longer using the device. The patient was doing well postoperatively. The explanted device was discarded by the medical facility and was not returned.

Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on all available information, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the patient underwent explant procedure for unknown reason. Additional information was received that the reason for the explant was that the patient was no longer using the device. The patient was doing well postoperatively. The explanted device was discarded by the medical facility and was not returned.

Event description:
It was reported that the patient underwent explant procedure for unknown reason.